Manufacturer narrative:
Exemption number e2015055. Five devices were received for evaluation; 2 events were confirmed during testing. One device was found to have maintenance problems. One device was found to have a worn e-box seal. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device leaked. There was no patient involvement; no patient impact.